Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and one air bubble was noted. No patient consequences were reported. No adverse effects were reported.